Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were examined for a cleaning, and they relayed their concerns to their dentist about their byte treatment. Dentist discussed orthodontic treatment and future direction of care with the patient. The doctor explained that because of the spacing near the rotated tooth, byte treatment would not help and advised the patient to stop wearing the byte aligners as it is most likely doing more harm than good. The patient would be a good candidate for invisalign if the patient wished to pursue that orthodontic treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.